Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced transient power cable disconnect / low power hazard / no external power alarms while connected to the mobile power unit (mpu). This resulted in the patient performing a controller exchange at home without prior troubleshooting or contacting the clinic. The log file also displayed low power advisories a few days later, seemingly due to normal battery depletion. The alarms were followed by driveline disconnects which seemed to confirm the controller exchange by the patient. The patient has not reported any further alarms since the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed that the mobile power unit (B)(6) was manufactured in accordance with mfg. And qa specifications. (B)(6) was shipped to the customer on 11oct2020. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a no external power was confirmed via analysis of the submitted log file. The submitted log file contained approximately 11 days (17 may 2022 to 28 may 2022 per timestamp). There was one power loss event on 21 may 2022, at 17:59:48; this was most likely caused by the mpu's power cord coming loose from the wall outlet or the house losing ac power. The controller was alarmed with transient power cable disconnect, low external power hazard, and no external power alarms. During this time, the controller continued to support the pump at the set speed while being supported by its internal backup battery, as designed. The external power was restored, and the no external power alarm was resolved. The (B)(6) was not returned for analysis. As a result, the root cause of the no external power event could not be conclusively determined. An attempt was made to obtain the event information (including if the patient was using the locking version of the mpu ac power cord, if the power cord came loose at the wall/outlet or the back of the unit, and any environmental circumstances that would have affected ac power at the time of the event, also asking if mpu will be returned for analysis. A response was received from the account stating that no product would be returned to abbott. The account does not know if the mpu has a v-lock connector on the ac power cord, as the patient did not bring it in. Also, unknown if the ac power cord comes loose at the wall outlet or comes loose from the back of the unit. No environmental circumstances would have affected ac power at the time of the event. As the mobile power unit (serial #: (B)(6) will not be returned for analysis, the complaint file will be closed with no further action. No further information was provided. The manufacturer is closing the file on this event.